Event description:
It was reported that the colonovideoscope was reprocessed with an oer-6-olympus endoscope reprocessor that could not drain water sufficiently when replacing the water filter. The filter was not replaced every month, and it was in operation for about six months. The issue was found during reprocessing and there were no reports of patient harm. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
E1) (B)(6) : noting due to character limit. The device was not returned to olympus for evaluation of the reported issue and is not expected to be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. Since the water filter was not correctly replaced, the subject event is judged to be caused by the user facility. Regarding oer-6 instructions, operation manual ¿chapter 7 section 3 replacing the water filter (maj-2317)¿, the water filter failed to have been correctly replaced. The replacement frequency in the subject facility is approximately every half a year by contrast to every 2 months of replacement frequency which was recommended in the instruction manual. It is further suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.